Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter tilted, and was associated with perforation of the vena cava. In addition, the patient reported that the filter had embedded itself in the vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter tilted, perforated the vena cava, and embedded itself in the vena cava.

Event description:
According to the medical records provided for review, the patient history is notable for pulmonary emboli (pe), recurrent deep vein thrombosis (dvt), chronic post phlebitic syndrome, obesity, hyperlipidemia, hypertension, hysterectomy, right breast biopsy depression and anxiety. The patient is allergic to iodine. Two days prior to the index procedure the patient presented to the emergency room (ER) with complaints of shortness of breath over the past several days. It was noted that the patient had been on coumadin for fifteen years and was switched to xarelto. Approximately four months prior to this admission the patient stopped taking the xarelto. Examination revealed the patient to be in acute cor pulmonale with acute bilateral pe. Thrombolytic therapy was initiated, and an inferior vena cava (ivc) filter was placed. Per the implant records, the filter was indicated for massive pulmonary embolus (pe), left lower extremity deep vein thrombosis (dvt) with recurrent pe. The patient was prepped and draped in the usual sterile fashion. Using percutaneous seldinger technique, the right groin was accessed, and a sheath was inserted into the right common femoral vein over a guidewire. Using a radiopaque ruler as a landmark, both renal veins were imaged, and the cordis optease inferior vena cava (ivc) filter was positioned appropriately in the infrarenal ivc. There were no complications. About eight days post implantation, the patient presented to the ER with the left nostril clogged/stuffy and an abscess in the upper right forearm. The patient was examined and discharged home with antibiotic prescription. About a month post implant, the patient presented to the ER with complaints of shortness of breath. The patient was evaluated and discharged home with a diagnosis of anxiety attack and non-compliance with medications. Approximately three years and five months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan to evaluate the ivc filter. Results of the scan noted that the filter is tilted, and the superior tip is embedded in the ivc wall, grade 2 perforation of filter struts and a large hiatal hernia. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting of the filter and embedment in wall of the ivc, becoming aware of these events approximately three years and five months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter tilted, perforated the vena cava, and embedded itself in the vena cava.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter tilted, and was associated with perforation of the vena cava. In addition, the patient reported that the filter had embedded itself in the vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, perforation of the vena cava, and embedded itself in the vena cava. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), tilting of the filter and embedment in wall of the ivc, approximately three years and five months post implant. The patient also reported anxiety related to the filter. According to the medical records provided for review, the patient history is notable for pulmonary emboli (pe), recurrent deep vein thrombosis (dvt), chronic post phlebitic syndrome, obesity, hyperlipidemia, hypertension, hysterectomy, right breast biopsy depression and anxiety. The patient is allergic to iodine. Two days prior to the index procedure the patient presented to the emergency room (ER) with complaints of shortness of breath over the past several days. It was noted that the patient had been on coumadin for fifteen years and was switched to xarelto. Approximately four months prior to this admission the patient stopped taking the xarelto. Examination revealed the patient to be in acute cor pulmonale with acute bilateral pe. Thrombolytic therapy was initiated, and an ivc filter was placed. Per the implant records, the filter was indicated for massive pulmonary embolus (pe), left lower extremity deep vein thrombosis (dvt) with recurrent pe. The filter was placed via the right common femoral vein and deployed appropriately in the infrarenal ivc. There were no complications. About eight days post implant, the patient presented to the ER with the left nostril clogged/stuffy and an abscess in the upper right forearm. The patient was examined and discharged home with antibiotic prescription. About a month post implant, the patient presented to the ER with complaints of shortness of breath. The patient was evaluated and discharged home with a diagnosis of anxiety attack and non-compliance with medications. Approximately three years and five months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan to evaluate the ivc filter. Results of the scan noted that the filter is tilted, and the superior tip is embedded in the ivc wall, grade 2 perforation of filter struts and a large hiatal hernia. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported events could not be confirmed nor an exact be determined. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, and vessel characteristics. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implant. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.